Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom does not recognize a closed door when attempting to load a set. Evaluation found the door able to latch close with a loaded IV set, however force required to secure door is above expected levels which is likely what the reported symptom refers to. The door hooks and latch pins were replaced to correct this condition.

Event description:
It was reported that a spectrum pump had a door sensor that would not recognize a closed door. It was also reported that there was no patient injury.